Event description:
While surgeon was drilling during operation, the end of the drill bit (approximately 0.5 inch) broke off in the patient's right ulna. Surgeon attempted to remove the piece of drill bit, but was not able to get it out of the bone. ====================== manufacturer response for 2.4mm drill bit, acufex, 2.4mm drill bit, acufex======================investigating.